Manufacturer narrative:
(B)(6).

Event description:
It was reported that the valve on a portex® endotracheal tube was faulty. "The valve on the item is faulty - when trying to deflate the cuff it takes a long time". There was no patient injury.